Event description:
I had the essure procedure in early 2005 in order to prevent pregnancy because I take life-sustaining medication that could harm a fetus. A few months after the procedure, my cycle became very unpredictable. I was bleeding for weeks at a time, over a month in some cases. The abdominal pain was unbearable. Now I have to take a birth control drug in order to stop my cycle completely, because of what I believe are the severe side effects of this procedure. I could have just taken birth control and not had the procedure and not had this issue.